Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "handpiece was not being recognized" (no code available). The customer reported the handpiece was not being recognized by the system during set up. The handpiece was switched out to proceed with the case. The pt was prepped although there was no delay in case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. The customer did not provide the serial number of the handpiece. The customer is using the handpiece at this time. The handpiece will not be returning for eval. (B)(4).